Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during distal gastrectomy, the device stopped when advancing a little, about 1 cm and after that, they gave up because it was too stiff. The handle and reload was replaced and was also stiff when advancing 1 cm. It was stated that the device only advanced 1 cm but there was no tissue damage. It was stated that the procedure was completed using the same handle. They fired with a new handle and firing was completed without problems. There was no patient injury.